Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. The customer also returned the contour test strips, however, the returned test strips had different lot # (8bj3b06b) than one indicated originally (9kj3b02b). Therefore, in-house contour next test strips from lot # 9kj3b02b were used for evaluation. An in-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer reported that he visited his physician for regular appointment. While at the physician's office, the customer measured his blood glucose reading with the physician's meter at 8:45 a.m. And obtained a reading of 269 mg/dl. He then performed a repeat testing with his contour meter at 8:46 a.m. And obtained a reading of 111 mg/dl. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and strips were sent to the customer.